Event description:
It was reported to philips that the system was unable to expose due to a timeout in establishing connection with the generator. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed for 10 minutes, and the procedure was continued by restarting the system. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to perform exposure due to a timeout in establishing connection with the generator. Rse confirmed that the device lost communication and instructed customer to restart the device. After restarting the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after system restart and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.